Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-16861. H3 other text : device was discarded

Event description:
Edwards received notification from our affiliate in brazil. As reported, it was an implant case of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. During the second attempt when advancing the valve through the esheath, resistance was noted but the valve was able to be advanced. When deploying the valve, the connection of the inflator syringe came loose. The team tried to re-connect, but it was connected to another port by mistake. As the balloon was not inflating (valve remained crimped), the system was removed as a single unit. After removal, it was seen that inflator syringe was incorrectly connected. The patient experienced a dissection of the left iliac artery likely due to the resistance found when advancing the valve/delivery system through the esheath. The patient was able to successfully received a valve implant. Vascular intervention was performed to repair the iliac dissection and blood transfusion by given. The patient remained hospitalized in ICU in regular condition.

Manufacturer narrative:
The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of difficulty to advance delivery system through sheath was unable to be confirmed. Available information suggests patient factors (calcification, tortuosity) likely contributed to the event. Per provided information, there was presence of tortuosity and calcification in the patient's access vessel. Tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system in addition calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to the reported resistance. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-16861 and 2015691-2023-17622.